Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Unit was assembled correctly and no physical damage. Functional testing showed the unit met specifications and reported problem was not duplicated. The root cause could not be determined. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the pressure transducer readings had a constant drift during use. No patient injury was reported.